Event description:
Pt underwent surgery for placement of catheter into the left jugular vein. Hospital reported that the introducer over-the-wire was done, the wire was in place, and the physician was inserting the device when the puncture occured creating a tear in the inomunate vein. A thoractomy was performed. Multiple attempts were unsuccessfully made to repair the tear over 3 1/2 hrs. The pt died.

Manufacturer narrative:
Hospital reported to MFR that there were no indications that the device was defective. Pt had pre-existing conditions that most likely contributed to the bleeding. Hospital reported that bleeding was a pre-surgery complication that required a signed consent form. The pt had previous surgeries and the anatomy in the insertion area had adhesion, as reported to MFR by hospital. The physician had previously used the product.